Event description:
A physician reported a pt who on 1/15/1999 was initially skin tested at the left forearm, with negative results. On 5/14/1999 the pt was first treated at the nasolabial folds and the glabella. The procedure was without event. On 7/31/1999 the pt called the office to report erythema, edema, and palpable bumps at the treatment sites. The pt stated the symptoms were intermittent. On 7/14/1999 the pt was examined and the physician noted mild erythema, and induration at the treatment sites. The physician diagnosed hypersensitivity, and recommended the pt massage the sites and take oral benadryl.